Event description:
It has been reported "cone wear of the hip stem". Additional information from the surgeon: revision right hip tep via dorsal approach was performed on (B)(6) 2021. Analysis of the joint: metalosis, cone of the hip stem used up, pe inlay damaged, cup trident x3 /58mm fixed, head cocr 44mm/v40cone. Removal of the hip stem via transfemoral approach. The cone of the femoral stem was used up. The femoral head is luxated. Head disassociation from the femoral stem.

Manufacturer narrative:
Reported event: an event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the revision of a total hip replacement due to head disassociation from the femoral stem with evidence of trunnion deformity and wear. I can confirm that this event took place since I was able since I was able to see the implant removed. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion deformity and wear are multifactorial including implant factors, surgical technique factors and patient factors. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. Liner wear/damage was also reported. A review of the provided medical information by a clinical consultant confirmed the disassociation event, but there was insufficient information to confirm wear of the trident liner. Further information such as return of the device/photographs of the device, and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.